Event description:
Customer states that, upon insertion, balloon ruptured before it was through sheath. Further states that 2 additional balloons were attempted through same sheath and both of these ruptured in same manner. After this, sheath was changed and 4th balloon was inserted without issue. No patient impact.

Manufacturer narrative:
Updated fields - a2, a3, a4, b3, b4, d4 expiry date, d9 device available for evaluation and date return to manufacture, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, investigation conclusions, h11. Corrected field b5, d4 lot and UDI number. A customer reported that the first balloon ruptured upon insertion before passing through the sheath. Two additional balloons were attempted using the same sheath, and both ruptured in the same way. After replacing the sheath, the fourth balloon was inserted successfully with no patient impact. The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab. The maquet sheath was returned separate from the iab device. The dilator was returned inside of the sheath. No damage was observed on the returned device and or components. An underwater leak test of the balloon, catheter, y fitting, extracorporeal tubing and one-way valve was performed, and no leaks were detected. The outer dimension of the catheter was measured, and it met specifications for a sensation plus 8fr catheter device. The outer dimensions, inner dimensions and length of the sheath were measured, and they met specification for a 8fr sheath component. A pull test was performed on the sheath and it was able to hold a force of 5ibs. The one way valve was vacuum tested and was able to hold vacuum. The evaluation could not confirm the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to characterization limit in e1: (initial reporter): (B)(6). Event site name: (B)(6) hospital. Event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that during use that sensation plus 8fr. 50cc intra aortic balloon (iab) upon insertion, balloon ruptured before it was through sheath. There was no patient harm or injury reported.